Event description:
The customer reported that the black image on the monitor and technique was tracking to the max.

Manufacturer narrative:
The ge service rep confirmed the system is doing fluoro. He verified integrity of video path through hv cable and interconnect cable. No problems found. He checked the dc voltage ps2 and power signal interface. They found defective ccd camera. The system operates as intended.